Event description:
On (B)(6) 1999, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the device had a tilt of 19 degrees and there was mesenteric perforation.

Event description:
On (B)(6) 1999, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed that the device had a tilt of 19 degrees and there was mesenteric perforation. It was further reported that the ivc filter is tilted with the apex touching the wall of the ivc with multiple struts perforating the wall.